Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm. Customer also reported the buttons did not appear to work properly. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.